Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin, with no need for additional assistance.